Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered a bolus dose on its own without the bolus button on the bolus cord being pressed. The customer contact reported that during set up, prior to patient use, the unspecified gemstar patient controlled analgesia (pca) pump was programmed to deliver morphine sulfate with a concentration of 1mg/ml, with a 1mg bolus dose and a 5 minute lockout. No additional pump programming parameters were provided. At this time, it was reported that the nurse noted the device delivered a dose without the bolus button on the bolus cord being pressed. The device was replaced and the therapy was initiated. The customer contact reported that there was a delay in analgesic therapy of about an hour; however, there was intravenous push medication available if needed. There were no reported adverse patient effects. No medical interventions were reported. During testing at the user facility, the pump passed testing; however, the bolus cord delivered an unrequested bolus dose. No additional information was provided.